Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device had possible rapid battery depletion. At a recent follow-up visit the battery voltage measured 2.65 volts. The battery voltage measured 2.71 volts approximately eight months ago. Since the patient is pacer dependent, the device was scheduled to be replaced. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Event description:
It was reported that the device had possible rapid battery depletion. At a recent follow-up visit the battery voltage measured 2.65 volts. The battery voltage measured 2.71 volts approximately eight months ago. Since the patient is pacer dependent, the device was scheduled to be replaced. No patient complications have been reported as a result of this event.